Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was something noted to be caught when withdrawing the catheter from the left atrium and the catheter could be be removed. Before the start of the procedure a structure resembling tendinous chordwere observed from the septum to the posterior using another manufacturer's intracardiac echocardiography (ice) catheter and imaging. An ablation was performed with another manufacturer's catheter but the issue did not improve. The pulmonary vein isolation (pvi) ablation was confirmed. The case outcome is unknown. The patient was then transferred to the operating room (or) and the catheter was then removed from the patient. The patient's hospitalization was not extended. No further patient complications have been reported as a result of this event.